Event description:
Customer reported she was hospitalized due to high blood glucose of 900 mg/dl. Customer was diagnosed with diabetic ketoacidosis and renal failure. Customer stated she stopped taking her insulin because her dog had passed and she was distressed. Customer was running a temporary basal which was cancelled. Customer stated she was not wearing the device before the hospitalization and during. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.